Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h11. Corrected fields: h10. Getinge field service engineer (fse) found that failure observed by end user ¿maintenance code#1¿ displayed on screen. Examined logs observed no critical failures during operation. During testing observed ¿system failure¿ shut down of pump. Examined logs and observed fault code 45 and 65, failure wi k6 drive manifold assembly. Will order and return to repair. Returned on 5/15 and installed new drive manifold. Corrected failure and performed all leak tests. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Additional info: contact person (name: (B)(6), phone number: (B)(6)). It was reported that cs300 intra-aortic balloon pump (iabp) with ¿maintenance code#1. Getinge field service engineer (fse) found that failure observed by end user ¿maintenance code#1¿ displayed on screen. Examined logs observed no critical failures during operation. During testing observed ¿system failure¿ shut down of pump. Examined logs and observed fault code 45 and 65, failure wi k6 drive manifold assembly. Will order and return to repair. Returned on 5/15 and installed new drive manifold. Corrected failure and performed all leak tests. Unit passed all functional and safety tests per factory specifications, returned to customer.no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received part manifold, drive with a reported unit failure of maintenance code 1 displayed on the screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. When the cs300 first booted up and completed its self-test, the fat dept. Did not observe maintenance code 1 on the display. The fat proceeded to boot the cs300 into diagnostic mode and performed the k6, k6a, k7, k8 leak test. The k6, k6a, k7, k8 leak test failed. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed error 1 . The ICU charge nurse called on behalf of the primary nurse who noticed the pump indices disappeared, but the waveform looked normal. The message maintenance code #1 was present on the pump. It was recommended she get the backup pump and switch the patient over. She was comfortable doing this herself. There was no patient harm reported.